Event description:
The customer reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sys interface pcb, display adapter pcb, passive backplane, celeron cpu, and fluoroscopy functions pcb were evaluated and identified as requiring replacement. The customer declined further svc of the device. No conclusion can be drawn as further system analysis or repair info is unavailable at this time and no add'l svc info was provided.